Manufacturer narrative:
Concomitant medical products: product ID 97715 serial# (B)(4) implanted: (B)(6) 2020 product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant battery was depleting faster than usual and the issue began probably the last 9 months. Patient said they would have to charge their implant almost every day if they wanted to keep it going. Patient noted if they charged their implant in 24 hours the implant battery would be down to nothing. Patient mentioned someone asking them to keep their implants on after having them off for 3 months, but pt did not elaborate who their were. Patient also stated they felt the stimulation even when the stimulation was turned off and patient thinks the two implant systems are touching one another. The patient was redirected to their health care provider (hcp) to further address the issue. Patient reported their hcp injected their head. Patient stated they have an appointment on july 18th 2023 to have the radio frequency done on their head. Pt stated they need an injection for their back as well, patient did not elaborate what injection they need. Patient mentioned they were supposed to have their batteries changed or the things rearranged but when they came out of the surgery they still had the two batteries in. Patient made allegations around their hcp not doing the surgery agreed upon by insurance and that one of the batteries was supposed to be for their chest, neck, and back but that was not fulfilled. Agent redirected patient to hcp to invite a rep in and discuss issues.